Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator shut down while in use on patient with no alarm. The customer reported the device was in use, but there was no patient harm.